Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced incontinence, pain, discomfort, palpable mesh, mesh extrusion, dyspareunia, urinary tract infections and discharge. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.